Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device self activates without any intervention of the operator and a spark sound was heard. Another device was used in the procedure. There was no patient involvement.

Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3. Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found no defects. The reported condition was confirmed. The device was activated multiple times in different positions on a saline soaked towel. The device failed intermittently. In addition, the investigation found the device would self-activate when shaken. An inspection of the switch found a smashed switch dome, which allowed the purple button to have added movement, causing self-activation failures. A review of the manufacturing process shows that this component is visually checked at four different stations in the product line and concluded that the failure was not caused in the shanghai manufacturing facility. One possibility is that if the device dropped in such a way that the switch takes the brunt of the impact, the switch dome gets smashed down. The investigation identified the root cause of the reported event to be a component failure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device self activates without any intervention of the operator and a spark sound was heard. Another device was used on the procedure. No patient involved. Further information is unavailable.